Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a manufacturing representative about a patient with an implantable neurostimulator (ins) for movement disorders. It was reported that the patient was not able to communicate with their implant. The patient was able to communicate with the device implanted on their left side, and there is no issue communicating with that device. Both of the patient¿s ins rechargers were used and neither of them worked, and the patient programmer was not any better. The day prior the patient was able to use their programmer, but today it is not communicating with the ins. The patient is not feeling stimulation. The patient was able to get up to 6 coupling bars, not now are either getting 2 or nothing. Antenna locate feature was attempted, and the highest they could get is 52/48-52. A ¿reposition ins recharger antenna¿ screen was seen. The manufacturing representative tried a physician mode reset, and the patient felt a zing of stimulation down their arm. Charging was attempted again but zero coupling bars were shown. The antenna disc was turned for optimization of alignment and it didn¿t get any better, and the ins stopping communication with the recharger. A physician mode reset was performed again and the manufacturing representative let the patient charge with zero coupling bars while they would follow up with the patient¿s healthcare provider. These issues were reported to have started the week prior.